Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and the reported difficult to remove the clip delivery system (cds) appears to be due to the user technique/procedural circumstances (chordae entanglement). The reported chordal rupture appears to be a result of procedural conditions of difficulty removing the cds from the chordae. The worsening mitral regurgitation (mr) appears to be the cascading effect of the observed tissue damage. The reported patient effect of mitral valve injury and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was discarded and will not be returning. A follow-up report will be submitted with all additional relevant information. The additional clip device is being filed under a separate medwatch report.

Event description:
This is filed to report the difficult to remove from chordae, tissue damage and increased mitral regurgitation (mr), requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mr with a grade 4. One clip was implanted, reducing mr to 2. A second clip delivery system (cds 80425u192) was advanced to the mitral valve. During placement of the clip in the left atrium (la), the m-knob was fully turned; however, the cds was diving very medial and a bend was observed in the shaft. The cds was removed and replaced. The new ntr cds (80516u179) was advanced to the mitral valve; however, the clip became caught in the chordae. Troubleshooting was performed, and the clip was freed, but a chordal rupture occurred and the mr increased to 4+. The cds was removed and an xtr cds (80920u112) was advanced; however, there were visualization issues due to anatomical challenges the leaflets could not be grasped. The cds was removed and no further clips were attempted. One clip was implanted; however, the mr increased to 4+. The patient was sent to mitral valve replacement surgery for treatment and the valve was successfully replaced. No additional information was provided.